Manufacturer narrative:
Correction - b5 - missing related manufacturer reference number: 2017865-2021-40366.

Event description:
Related manufacturer reference numbers: 2017865-2021-40366 it was reported that the patient presented in clinic for generator change procedure. Upon interrogation prior to procedure, it was found that the atrial lead exhibited low pacing impedance and the right ventricular (rv) lead exhibited high capture threshold. Both atrial and rv lead were capped and replaced on (B)(6) 2021. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for generator change procedure. Upon interrogation prior to procedure, it was found that the atrial lead exhibited low pacing impedance and the right ventricular (rv) lead exhibited high capture threshold. Both atrial and rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.